Event description:
The patient returned for his 6-month post-op check on [date redacted], when imaging revealed a ~7mm metal fragment from the most inferior anchor insertion apparatus for the 1.8 fibertak. This appears to have broken off inside the bone during his original procedure. The surgeon discussed the risks and benefits of returning to surgery to remove this from the bone. A CT scan with 3d reconstruction was ordered.